Manufacturer narrative:
Qn#(B)(4). Device evaluation: the complaint report states that during use the catheter body broke completely from the hub was confirmed. No sample was returned; however, the customer returned a picture of the damaged catheter hub. The picture shows a bloody catheter hub attached to clear tubing confirming that the damage occurred during use. In the picture it appears that the catheter body was broken off at about 5mm below the hub; however, the break area is not clear in the picture. The separated piece was also not shown in the picture. This report was reviewed and the picture was examined; however a comprehensive investigation could not be performed because no sample was returned for analysis. The instructions for use describe suggested techniques to minimize the likelihood of catheter damage during use. A device history record review was performed and did not reveal any manufacturing related issues. The potential cause of the catheter separating could not be determined based upon the information provided and without a sample. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use in the ICU, the catheter completely broke from the hub at the cutaneous level. The catheter which remained in the patient's body was successfully removed without intervention of the vascular surgeon, however, it is unknown if it was replaced. There was no reported death or complications to the patient as a result of this occurrence.